Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the adhesive likely peeled off due to physical stress such as being dropped or bumped, or deterioration due to chemical stress from the cleaning, disinfecting, and sterilization (cds) processes. However, a definitive root cause could not be determined. During inspection and testing, service found a leak due to a perforation in the insertion tube. The bending angulation was lacking due to elongation of the angle wire. The angle knob play was out of specification due to elongation of the angle wire. The bending tube was observed to be collapsed due to external factors. The insertion tube was crushed due to external factors. Bending rubber adhesive was missing. Rattling was observed when the up/down knob is locked. The objective lens was lacking due to external factors. Shadows were visible in the image. Moisture was observed on the electrical connector. The suction cylinder was scraped, and the paint was peeling. Scratches were observed on the tip cover, insertion tube, up/down knob, up/down angle lock, right/left angle lock, operation part, insertion tube boot, switch box, control part cover, right/left knob, grip, universal cord, operation side of the universal cord, scope connector, scope connector side of the universal cord, due to external factors. Wrinkles were observed on the universal cord, due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a leakage. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found that part of the adhesive around the lighting lens had peeled off. This report is being submitted for the malfunction found by service during the device evaluation [adhesive peeled off].